Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical group concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
Surgeon reports patient was professing well. 0 to 110 degrees. Walking with stick. Physiotherapist pushed hard on knee and patient felt pain and became stiff. Surgeon believes that the knee being bent excessively led to a stitch pooping and fluid getting into the joint. This resulted in stiffness and pain with bending. Revision - (B)(6) 2018. Surgeon opened the knee, debrided any scar tissue. Rom - 5 to 70 degrees . Washout the joint out. Downsized to 9mm poly - see usage; no xray; no report for surgeon or hospital; no return of implant; surgeon does not fault the implant; general health- good; patient was compliant.